Event description:
The customer reported that the insulin pump was not bolusing the appropriate amounts, and the downloads were not matching. The blood glucose reading was 259mg/dl. The customer stated that her doctor was concerned and was told to request a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.